Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned there was a continuous bio-identification failure of two pyxis device after upgradation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed on two pyxis devices. A technical support specialist (tss) verified the station log, downloaded the drivers and uploaded it and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned there was a continuous bio-identification failure of two pyxis device after upgradation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.